Event description:
A distributing customer reproted a complaint received form a user facility. The user facility filed a complaint for leakage from the admin set elbow joint (between set and luer fittng). The set is used wiht an electromechanical ambulatory infusion pump. There is no report of pt injury.